Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. The customer's blood sugar reportedly ranged from the 70-80 mg/dl range to the "low 200's" mg/dl during the event. Reportedly, the pump and transmitter were not within line of sight when the issue occurred; however, a root cause could not be determined. Reportedly the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as an incomplete system was returned.